Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. It was determined that the root cause was determined to be a possible defective downstream occlusion sensor. The sensor was calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an occlusion alarm was activated. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.